Event description:
It was reported that during a peripheral interventional procedure a balloon rupture occurred. Vascular access was obtained via the patient's groin. The target lesion was an area of severely calcified pulmonary stenosis within a moderately tortuous vessel. It took a long time to cross the lesion; however, eventually a non-bsc guide wire was able to cross the lesion. A f/g sterling otw 10.0 x 20/80 (5f) balloon catheter was advanced to treat the target lesion. The balloon was inflated to 4 or 5 atms and ruptured. The balloon was exchanged for another of the same device. The procedure was completed with several inflations of the 2nd f/g sterling otw 10.0 x 20/80 (fr). There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or younger. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).